Manufacturer narrative:
Updated event description.

Event description:
Kratzsch, t., stienen, m.n., reck, t., hildebrandt, g., hoederath, p. Catheter-tip granulomas associated with intrathecal drug delivery - a two-center experience identifying 13 cases. Pain physician. 2015;18(5):e831-e840. Summary: intrathecal (it) drug therapy with implanted pumps is an effective treatment modality for chronic pain and/or spasticity, especially after non-invasive treatment has failed. Long-term use of intrathecal opioids may cause formation of inflammatory masses at the tip of intrathecal catheters, possibly leading to neurological deficits and/or catheter revision. Our patient cohort with cg differed in some features, of which some like catheter localization, choice, dosage, and the concentration of drugs are potentially modifiable. These results could contribute to the prevention of cg in the future. Reported events: patient 11, a (B)(6) year-old female, with catheter tip at t8-9, developed a catheter-tip granuloma. The granuloma formation was detected by imaging studies. The pump contained morphine 16.0mg/ml, 6.0mg/day, clonidine 0.125mg/ml, 0.468mg/day, bupivacaine 12.5mg/ml, 4.68mg/day. Infusion time for all drugs prior to granuloma development was 4640 days.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Kratzsch, t., stienen, m.n., reck, t., hildebrandt, g., hoederath, p. Catheter-tip granulomas associated with intrathecal drug delivery -a two-center experience identifying 13 cases. Pain physician. 2015;18(5):e831-e840. Summary: intrathecal (it) drug therapy with implanted pumps is an effective treatment modality for chronic pain and/or spasticity, especially after non-invasive treatment has failed. Long-term use of intrathecal opioids may cause formation of inflammatory masses at the tip of intrathecal catheters, possibly leading to neurological deficits and/or catheter revision. Our patient cohort with cg differed in some features, of which some like catheter localization, choice, dosage, and the concentration of drugs are potentially modifiable. These results could contribute to the prevention of cg in the future. Reported events: patient 11, a (B)(6) female, with catheter tip at t8-9, developed a catheter-tip granuloma. The pump contained morphine 16.0mg/ml, 6.0mg/day, clonidine 0.125mg/ml, 0.468mg/day, bupivacaine 12.5mg/ml, 4.68mg/day. Infusion time for all drugs prior to granuloma development was 4640 days.